Manufacturer narrative:
The information in this report was provided by (B)(6) legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Plaintiff alleges the left rejuvenate hip implanted on or about (B)(6) 2012 failed causing pain. Due to subluxation and malposition of the acetabular component, she required revision surgery on (B)(6) 2013, which left the rejuvenate components in place. This pi for revision due to subluxation and malposition of the acetabular component. Rejuvenate components were not revised.